Event description:
It was reported clinicians in the emergency department have had devices with channel errors. Clinicians will send the devices to biomedical engineering department when this happens. Customer biomed reports that most of the channel errors seen are due to "upper pressure sensors that have gone bad" the pressure sensors are changed and devices are sent back into circulation. This was generalized feedback reported to bd representative onsite. Devices are not available to send to bd for investigation. No further information available. There was no patient harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.